Event description:
The patient's mother initially reported that the patient was experiencing "withdrawal symptoms"; last refill was performed in 2007, at which time a volume discrepancy was noted. The patient underwent hip surgery approximately 5 weeks prior, and has had lack of efficacy since then. A volume discrepancy was noted at last refill performed the same day; expected reservoir volume was 3.2 mls, actual reservoir volume was 15 mls. The pump was programmed to deliver lioresal 2000 mcg/day at a rate of 315 mcg/day. The manufacturer's representative reported that a catheter kink/occlusion is suspected. Rotor and dye studies were performed and "proper system function" was confirmed. A therapeutic bolus was being considered. The patient will be reevaluated in approximately one week and reservoir volumes will be monitored at that time. A follow-up report will be sent if additional information becomes available.